Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 14jul2020.

Event description:
The customer reported a ventilator with a nav-ring failure. The manufacturer's field service engineer confirmed the reported problem. There was no patient involvement. The manufacturer's field service engineer replaced the front bezel assembly to address and correct this reported event.

Manufacturer narrative:
G4: 08oct2020. B4: 12oct2020. The replaced front bezel was received for failure analysis. It was determined that liquid ingress due to the variability of the assembly process caused the reported navigation ring failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.